Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer reported that she had blood glucose 500 mg/dl and 400 mg/dl. The customer,s other blood glucose level was 343 mg/dl, 354 mg/dl, 576 mg/dl, 402 mg/dl, 501 mg/dl and 489 mg/dl. The customer was assisted with troubleshooting. The customer was treated with blousing for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reported that she was not changing her set every 3 days and when she did remove the set it had a knot it. The insulin pump will not be returned for analysis.